Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of irinotecan. After an unspecified length of time in use, the customer contact noted an unspecified volume of solution had leaked from an unspecified location on to the floor. The solution that spilled was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. Though requested, no additional information was provided.